Manufacturer narrative:
Additional information - block b5 updated. Block b3: the event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Block h6: patient codes of 2422, 1154, 2119 and 3191 capture the reportable events of obstruction, healing defect of the midline suburethral wound, voiding dysfunction, and surgical intervention. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on an unknown date. According to the complainant, the patient was inspected after she presented with dyspareunia during her first routine follow-up visit six weeks after the procedure. It was then noted that the patient had high residuals so the suburethral wound was opened and re-closed after the mesh was divided because it was partially obstructing the urine flow. Afterwards, it was also discovered that the midline suburethral wound over the insertion point of the sling did not heal. Boston scientific has been unable to obtain additional information regarding the patient ultimate outcome to date, despite good faith efforts. Additional information received on may 19, 2020: the patient's issues were resolved after the surgical intervention performed to close over the mesh.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on an unknown date. According to the complainant, the patient was inspected after she presented with dyspareunia during her first routine follow-up visit six weeks after the procedure. It was then noted that the patient had high residuals so the suburethral wound was opened and re-closed after the mesh was divided because it was partially obstructing the urine flow. Afterwards, it was also discovered that the midline suburethral wound over the insertion point of the sling did not heal. Boston scientific has been unable to obtain additional information regarding the patient ultimate outcome to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the event date was approximated to october 9, 2019, the date the complaint was first reported to bsc, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Blocks f10 and h6: patient codes of 2422, 1154, 2119 and 3191 capture the reportable events of obstruction, healing defect of the midline suburethral wound, voiding dysfunction, and surgical intervention. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5, b7 and h6 patient codes updated.

Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a procedure performed on an unknown date. According to the complainant, after the procedure, the patient experienced defective healing of the midline suburethral wound over the insertion point of the sling and voiding dysfunction. Reportedly, the patient's suburethral wound was opened and re-closed for voiding dysfunction then it was noticed that the midline suburethral wound did not heal.